Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. During functional testing, an intermittent door alarm was reproduced. A review of the event history log revealed door jammed messages. The service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a stuck open upper link switch. The upper auxiliary requires replacement to address this issue. During evaluation the device was found to have severe keypad input delay. The cause was identified to be failed processor printed circuit board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted. H6: device code: a150102. Component code: g0204002.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an intermittent door alarm. The event occurred during preventative maintenance in the emergency room. There was no patient involvement. No additional information is available.